Event description:
The patient was having a ventral hernia surgical repair using surgimesh. The procedure was complicated by failure of the prosthetic mesh as the patient was coming out of anesthesia. The surgeon was starting the skin staples and the patient coughed and the surgical mesh ripped down the center. The patient was returned to anesthesia and the repair completed successfully using a new piece of mesh from the same lot number (since that lot was all that was available to staff). Increased the length of surgery and longer anesthesia timer. Event abated after use stopped or dose reduced: yes.